Manufacturer narrative:
Pump received with blank display due to moisture damage at electronic assembly. Unable to perform operating currents self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor, displacement and excessive no delivery tests due to blank display. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 196 mg/dl at the time of incident. Troubleshooting found that the customer previously received a replacement battery cap which did not resolve the display issue. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.